Event description:
The manufacturer received information alleging that the simplygo mini device had a low oxygen concentration. The device was not in use on a patient at the time of the occurrence. The device was returned to the third-party service center for evaluation, and the customer complaint was confirmed. During the evaluation, it was noted that the device had a burned pca. Due to the alleged malfunction, the device will be returned to the manufacturer's product investigation lab for additional testing. The root cause is not confirmed at this time.